Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed an air detected in cassette message during drain 0. The patient noted an air bubble near the connecter. The patient confirmed that there are no kinks in the line, the yellow clamps are open, and the drain line is not submerged. The patient reported being in the hospital. The cause of the hospitalization was stated to be bacteria. Upon follow up with the patient's nurse, it was stated that the patient's catheter was not draining properly. The patient was admitted to hospital on (B)(6) 2018 and remained in hospital until (B)(6) 2018 to get the fibrin clot removed and catheter re positioning. The peritoneal dialysis nurse stated that the culture results are not yet available, however, white blood cells were noted. The patient continues with peritoneal dialysis therapy.

Manufacturer narrative:
Additional information: clinical investigation clinical investigation: there is a likely temporal relationship between ccpd therapy with the liberty select cycler and the experience of slow drain issues. However, the patient subsequently warranted hospitalization for repositioning of the pd catheter (not a fresenius product) with removal of a fibrin clot. Based on the available information, the patient's draining issues is most likely related to pd catheter malfunction. Additionally, it was reported the pt. Yielded wbc in the pd effluent culture (date unknown). However, based on the available information, it cannot be determined if the pt. May have had a peritonitis. Lack of sufficient information precludes a meaningful assessment surrounding the possibility of a peritonitis event. Further information has been solicited. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: date rec'd by MFR in follow up #1: 2018-04-25.